Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The mega suturecut needle driver instrument was analyzed and found to have a frayed pitch cable at the proximal clevis hole/clevis hub. The cable itself was not fully broken. There was no discoloration, corrosion, or contamination found on the cable that would occur from improper reprocessing, which can reduce the material integrity. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Additional unrelated observation(s) not reported by site: the instrument was found to have blade damage at the tip of the blade. Both blade edges were indented. The cutting edge did not have corrosion that would have contributed to the blade damage. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.